Event description:
The surgeon implanted a silicone lens but it was damaged while being inserted. The lens was removed and a second silicone lens implanted. This was also damaged and removed due to the trailing haptic tearing off. A third silicone lens was implanted with no problem. There was no patient injury or event and the patient's prognosis is good. The facility indicated that the lens tears were due to the mouthpiece of the injector. One injector was used with both damaged lenses.